Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that an (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 08/30/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/06/18, it was reported to mentor that the patient experienced capsular contracture on the left breast implant. In addition, the concomitant product was saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 5929494. The date problem observed was (B)(6) 2018. The replacement devices were gel mentor memorygel breast implant 350cc, catalog number 3503501bc, serial number (B)(4), lot number 7587421 on the left breast implant and gel mentor memorygel breast implant 350cc, catalog number 3503501bc, serial number (B)(4), lot number 7587421 on the right breast implant. The patient tolerated the procedure well. The patient had been in a satisfactory condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/05/18, it was reported to mentor that the product received was a different product. Clarification is in progress. The device received was saline mentor smooth round moderate profile 325cc, lot number 5929494, serial number (B)(4), catalog number 3501650. The actual device that is affected originally reported was saline mentor smooth round moderate profile 325cc lot number 6437565, serial number (B)(4) catalog number 3501650. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/10/18, it was reported to mentor that the correct affected product was saline mentor smooth round moderate profile 325cc, serial number (B)(4), lot number 5929494, catalog number 3501650 and that was the correct device that was affected. In addition, the patient experienced capsular contracture baker grade iii. The concomitant product was saline mentor smooth round moderate profile 325cc, serial number (B)(4), lot number 643756, catalog number 3501650. The affected breast implant was on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/11/2018, it was reported to mentor that the device history record (DHR) of lot number 5929494 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/11/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior view that extended to the anterior view. A rent was discovered within the crease on the posterior view measuring less than 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).